Event description:
The handpiece head overheated during a filling procedure on patient's upper right molar, and they received a minor burn to the inside of their cheek where the housing contacted tissue. The burn was reported to be white in color and approximately three quarters of an inch in size. Patient is reported to have gone to urgent care after leaving the office where they had fluid drained from the affected area and were prescribed antibiotics to prevent infection. No further need for medical treatment has been reported at this time and the patient is expected to be healing normally.